Event description:
Patient connected to blincyto on a cadd ambulatory infusion pump. Pump programmed at incorrect rate. Patient admitted due to insufficient drug dose received for greater that 4hrs. Admission due to risk of reaction on restarting therapy. Reference report #mw5119214.